Manufacturer narrative:
(B)(4). Visual inspection of the returned iol showed that the optic was cut in half. The lens parts were covered with contaminations and dried fluid, probably a saline solution. No optical deviations on the optic parts could be found. The zma00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore, no production related cause is expected. The device manufacturing records from batch number 301096 are reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 14.0 diopter of this lot number. Review of the historical complaint data base revealed that no complaints from this lot number were received. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye after he experienced unexpected post-operative refraction. The lens was removed and replaced with a lens of a different diopter power. There was no indication that the removal process required an incision enlargement. No indication of a patient injury.